Event description:
MFR received a medwatch report regarding a pt death resulting from a fall from a pt lift. The reporter stated the lift was broken prior to the incident and the nursing assistant should not have used the device. The user facility has repaired the lift and it is back in service without further incident.